Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for normal follow up. Upon interrogation, the right atrial lead exhibited noise. The clinician was able to reproduce the noise with pocket manipulation. There were no other electrical anomalies. A fluoroscopy was performed and did not reveal any anomalies. The lead was reprogrammed. The lead continued to exhibit noise. On (B)(6) 2016, during lead revision, the lead revealed insulation anomaly. The lead was capped and replaced. The patient was in stable condition post operation.